Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " dimensions not specified correctly and/or improper materials used assembly collapses under vacuum". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Warnings: do not use the purewick¿ female external catheter with bedpan or any material that does not allow for sufficient airflow. Never insert the purewick¿ female external catheter into vagina, anal canal, or other body cavities. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick¿ female external catheter having frequent episodes of bowel incontinence without a fecal management system in place do not use barrier cream on the perineum when using the purewick¿ female external catheter. Barrier cream may impede suction. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. Maintain suction until the purewick¿ female external catheter is fully removed from the patient to avoid urine backflow. Recommendations: ¿ ensure the purewick¿ female external catheter remains in the correct position after turning the patient. Remove the purewick¿ female external catheter prior to ambulation. Properly placing the purewick¿ female external catheter snugly between the labia and gluteus holds the purewick¿ female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick¿ female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewick¿ female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days.

Event description:
It was reported that the patient had leaking. The patient was currently in the hospital due to urinary tract infection from sitting in the urine. The representative went over placement and overflow valve. The patient had been using this product for less than 90 days. It was unknown if the purewick female external catheter contributed to the urinary tract infection at this time and medical intervention was unknown.